Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 668 mg/dl. Customer was treated with intra venous drip. Customer mentioned that they had heart infection. Customer reported that the insulin pump was not turning on. The customer reported that they had black circle on the insulin pump screen was an alarm notification. Customer was able to complete the rewind for the alarm. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.